Manufacturer narrative:
The customer¿s report that the syringe broke and was stuck in the hub of the extension tubing was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Inspection observed that the syringe tip was broken off and was lodged within the extension set's female luer end. Clear fluid was also observed in the tubing throughout the set. Closer inspection under a lab microscope observed signs of stress marks on the surfaces of the syringe breakage. The customer's report that the hub of the extension tubing was cracked was not confirmed during visual inspection. No breakage or anomalies were observed on the "hub" female luer or any other area of model me2017. The root cause of the customer¿s report was not identified.

Event description:
It was reported that the syringe broke and was stuck in the cracked hub of the extension tubing. The customer states there was no patient harm as a result of this event.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe, lot: 9127853, exp: 2022-04-30, 0.9% sodium chloride injection, therapy date (B)(6) 2019. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the syringe broke and was stuck in the cracked hub of the extension tubing the customer states there was no patient harm.